Event description:
It was reported that the user experienced persistent connectivity issues between the ilet and dexcom g7, including failure to pair the g7 with the ilet and absence of bluetooth communication and restart alerts, while the g7 paired and functioned with a phone and receiver. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and review and analysis of information provided by the user. Initial assessment of this case revealed a device mechanical problem consistent with a mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. A supplemental report will be submitted if additional information or findings become available.